Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. This complaint was based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began (B)(6) 2012 at 12:55 a.m. The patient claimed that she obtained back to back blood glucose results of "73 and 318 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reported managing her diabetes with insulin pump therapy (novolog, based on blood glucose results). The patient denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "nausea and dizziness", 5 minutes prior to the alleged issue starting. The patient told the cca that she associated those symptoms with low blood glucose. The patient informed the cca that she treated herself immediately after obtaining the "73 mg/dl" result with "coke" based on the symptoms and the "73 mg/dl" result. The patient claimed that she felt better within 5-10 minutes of drink the "coke." The patient denied testing her blood glucose with another device. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using good/unexpired test strips, the patient was using an approved sample site, and that the patient was using the correct testing process. During troubleshooting the patient did not have control solution to perform a control test. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient began prior to the alleged issue starting. In addition, there is no evidence that there was a decline in the patient's status after she treated herself. However, this complaint is being reported because the two results being compared fall outside of lfs's specifications for precision comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.